Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness and syncope, and the right ventricular (rv) lead exhibited oversensing of noise resulting in inhibition of pacing. High impedances were also noted, triggering a lead alert. The lead was disconnected from the rv port and a new lead was implanted. No patient complications have been reported as a result of this event.